Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph and one device. Visual and photographic inspection confirms no abnormalities were noted with the device. The sulu was received fully fired with the interlock was engaged. No functional abnormalities were noted during evaluation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, during a laparoscopic whipple surgery, while on the resection of the stomach, after firing, the surgeon discovered that half of the staple line was missing, wherein it was suspected that half staples were missing in the device. An additional operation needed to be performed to correct the issue. Manual hand suture was done in order to complete the staple line.